Manufacturer narrative:
On 13-dec-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the physician tried to insert the catheter through the hemostatic valve. However, the valve separated from the device.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees.

Manufacturer narrative:
On 7-may-2024, the product investigation was completed. It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the physician tried to insert the catheter through the hemostatic valve. However, the valve separated from the device. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and back pressure test were performed following bwi procedures. Visual analysis revealed that the hub of the dilator was observed broken. Due to this condition the device was sent to the supplier to perform a manufacturing investigation, and it was concluded that the broken condition is related to the manufacturing process since the dilator shaft has a very shallow insertion into the dilator, less than 2mm. The correct shallow insertion is about 10mm. In other hand, the hug component was inspected and the brim cap, hemostatic valve, and silicone ring, were placed in its original place. Then, a back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history review was performed for the finished device 00002288 number, and no internal action related to the complaint were found during the review. The issue reported by the customer was confirmed, since the event described by the customer as broken could be related to the damage on the dilator. The root cause of the broken condition is manufactured-related. For the broken condition, a process retraining was performed on the manufacturing personnel involved to reduce this type of failure. In addition, the procedures will be updated to improve the current process. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).